Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was premature battery depletion of the device and an elective replacement indicator was triggered. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was premature battery depletion of the device and an elective replacement indicator was triggered. The device was explanted and replaced. No patient complications were reported as a result of this event.